Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a damaged sample cup insert on an analyser rack. The fse replaced the rack to resolve the issue. Age or date of birth, weight, ethnicity:information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in spain reported the generation of erroneously low sodium (na) and potassium (k) patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no change to patient treatment, and there was no injury reported associated with this event. Data was not provided for review.